Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient with this pacemaker that they fell, possibly related to a syncope event. The patient stated has been trying to contact clinic with no answer and is waiting for a communicator. According to the field representative, the patient will receive a communicator when the backorders are fulfilled. The pacemaker remains in service at this point. No additional adverse patient effects were reported.